Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter indicated that the battery was noted to be hot. The reporter stated that the battery was replaced with no issues until at a later time, the pump again became hot and when the battery was removed, it appeared blackened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a black box review shows no evidence of sudden current drops, one cs064-0008 is recorded on (B)(6) 2013. Visual inspection shows moisture corrosion in the battery compartment. The battery compartment has two cracks not connected extending from threads down to the finger pad, a battery compartment leak is concluded. The pump is able to power up and to display ¿verify¿ screen. The display was dim and faded upon start up, a test display screen was mounted during investigation and it was fully illuminated. The pump alarmed with a cs064-0008 upon the first ¿load¿ attempt. Investigators were unable to verify steps and adequately investigate reported ¿temperature issue¿. The pump¿s case was removed, moisture corrosion was found to the display screen, and on the pcb.